Event description:
The following information was received from gpv and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment information was not reported. The patient was taking an unspecified antibiotic which caused the yeast infection. Dianeal therapy was ongoing. On an unreported date, the patient recovered. Baxter considered the antibiotic suspect. An opinion of causality was not reported. The consumer declined contact with the healthcare professional.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report for peritonitis cannot be confirmed as no samples are available. A batch review was conducted on potentially associated lot numbers: 10d23h25, 10f15h25 with no issues noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.